Event description:
It was reported a patient experienced recurrent peritonitis for a duration of seven months coincident with peritoneal dialysis (pd) therapy. The patient was treated with ancef, fortaz,and vancomycin intraperitoneally (ip) for the first six months. The next month, diflucan 100mg po daily for 2 weeks was added. At this point in time, the patient refused recommendations of the nephrologist to have the pd catheter removed. The following month, the patient was hospitalized for peritonitis manifested by not feeling well. On an unreported date, the patient was treated with ip vancomycin and oral fluconazole (dose and frequency not reported) for peritonitis. The physician ordered removal of the pd catheter and pd therapy was discontinued. On an unreported date, the patient was discharged from the hospital. The cause of the peritonitis was poor aseptic technique. The patient began in center hemodialysis on an unknown date. The patient had been trained multiple times on pd technique. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.